Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement and high pacing thresholds confirmed in the electrophysiology laboratory. The lead was repositioned to the right atrium as the physician thought it was too short. A new rv lead was implanted during the procedure. No additional adverse patient effects were reported.